Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the cartridge compartment was cracked and the cartridge cap was damaged with stripped threads. The reporter denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Additional information regarding this complaint was reported; the reporter stated that the patient experienced elevated blood glucose of 178 mg/dl and was hospitalized associated with current pregnancy. The reporter denied any involvement of the insulin pump in the patient's blood glucose elevation and hospitalization. The reporter also stated the the battery compartment was cracked and there was no damage to the battery cap.

Manufacturer narrative:
The device was returned, and investigation completed by product analysis on 18-apr-2019 with the following findings: on investigation, the cartridge compartment was damaged; chipped and cracked. Investigation confirmed only the cartridge compartment damage. The returned cartridge cap was intact and without damage and able to secure properly to the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. The returned battery cap was damaged; stripped threads and unable to secure properly to the pump.